Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours, on their arm. The patient stated that they had their system placed in manual mode and was attempting to paie insulin delivery, but the pod kept delivering insulin. Symptoms reported include chills, dizziness, nausea. The patient was diagnosed with hypoglycemia. The patient was treated with sugar water and other unspecified fluids. The patient was released later the same day. The patient reported that the pod had been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.